Event description:
Citation: van rooij et al. Endovascular treatment of intracranial aneurysms in the flow diverter era: frequency of use and results in a consecutive series of 550 treatments in a single centre. Interventional neuroradiology 20:428-435, 2014. Medtronic (covidien) received information through literature review and the following events were captured as a result of the review: the authors reported one death related to late occlusion of the flow diverter, pipeline embolization device (ped) in the left vertebral artery. It was reported that the patient was an elderly woman who was referred for repeated vertebrobasilar transient ischemic attacks (tias) and was diagnosed with left vertebral dissection aneurysm (7mm) and right vertebral dissection aneurysm (8mm) in close relation with the posterior inferior cerebellar artery (pica) on both sides. She was treated with peds in the dissecting segments of both vertebral arteries because deconstructive or reconstructive endovascular therapy with coils and stents was judged not possible. Follow-up MRI at 6 months and angiography showed the left aneurysm was occluded with a patent vertebral artery. However the right vertebral artery was completely occluded with a patent pica. The patient had small infarctions in the medulla oblongata and a partial wallenberg syndrome. In addition, there were new small peripheral cerebellar infarctions. At 32m, the patient presented with extensive hemorrhagic brain stem infarction and died before angiography could be performed.

Manufacturer narrative:
Article website: http://www.interventionalneuroradiology.it/rivista.aspx?ID=4036. The lot history record review was not possible since the lot numbers were not reported. The devices will not be returned for analysis as they were implanted in the patient; therefore, the event cause could not be determined. (B)(4). Related MDR to report serious injuries from the same article: MFR# 2029214-2015-00193.